Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. The blockage was located in the tubing. No further information available.